Manufacturer narrative:
The returned valve was patent. It met the requirements for leak, reflux, pressure-flow and preimplantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the exterior and interior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to not be working properly. According to the report, during preoperative testing the valve was connected via an adapter to a 30 cm drip system filled with saline. The report stated that there was a decrease in the water column from 30 cm to 0 cm. It was reported the doctor used another device to complete the surgery successfully. Reportedly, the patient was discharged in a satisfactory condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.